Manufacturer narrative:
See MDR 1920664-2010-00169 for the intraocular lens used with this delivery device.

Event description:
The lens was partially implanted with the doctor noticed the haptic was bent. The incision was enlarged to remove and replace the lens.